Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "air leak" could not be confirmed or duplicated; the device was tested and found to meet all specifications, and no problems were noted. The outer hose on the unit was intact and no air leaks were detected. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had an "air leak." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.